Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that out of box the right rear wheel is scraping the frame of the chair.

Manufacturer narrative:
The device was evaluated by the returns department which found that the right tire rubs on right arm. Right arm has too much play and the wheel slightly out of round.

Event description:
Provider states that out of box the right rear wheel is scraping the frame of the chair.